Event description:
It was reported that the customer experienced frequent cartridge errors, and the pump became hot while charging. There was no reported impact to the customer¿s blood glucose level. The customer did not request further troubleshooting and declined additional assistance, opting to try using a different cartridge as advised by technical support.